Event description:
It was reported that in the directions for use, pcu shows the rate with 2 decimal places and their device is not functioning that way. Per customer, the alaris pumps that were upgraded to software version 12.1.2, it displays only one decimal place. For example, a lipid infusion was programmed with a dose of 0.59 gram/kg, concentration: 0.207 gram/ml to be infused over 20 hours. After pressing start on initial programming, upon delay start, and also upon restoring, the rate shows as "0.3ml/hr" and vtbi "5.7ml" (one decimal place). The customer compared this with the device that has the previous software version installed (v. 9.19) and noted that using the same infusion parameters, the rate shows as "0.29ml/hr" and vtbi as "5.69ml" (2 decimal places). It was mentioned by the customer that it is their common practice at their hospital to have a second nurse independently review the programming for tpn and lipids as they consider them high risk. While they can look at the set up (drug amount, diluent volume, and weight) and assure it is set up properly, the clinicians are unable to see the original rate. There was no patient harm reported in this event.

Manufacturer narrative:
This report is being submitted as malfunction. Per customer¿s report, the alaris directions for use (dfu) is unclear. A follow up report will be submitted should additional information becomes available. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The customer¿s report was further evaluated by those qualified to make a medical judgment (mms carefusion 303 medical affairs). It was determined that the alleged labeling issue is not an MDR reportable event. Although there was a software malfunction, it is not likely to lead to death or serious injury per our medical affairs team. The software malfunction has resulted in the device performing inconsistently with the labeling, which describes the desired behavior. As previously reported, there was no patient harm reported in the event. This supplemental MDR is being submitted to correct the previous report.

Event description:
It was reported that in the alaris pumps that were upgraded to software version 12.1.2, it displays only one decimal place. For example, a lipid infusion was programmed with a dose of 0.59 gram/kg, concentration: 0.207 gram/ml to be infused over 20 hours. After pressing start on initial programming, upon delay start, and also upon restoring, the rate shows as "0.3ml/hr" and vtbi "5.7ml" (one decimal place). The customer compared this with the device that has the previous software version installed (v. 9.19) and noted that using the same infusion parameters, the rate shows as "0.29ml/hr" and vtbi as "5.69ml" (2 decimal places). It was mentioned by the customer that it is their common practice at their hospital to have a second nurse independently review the programming for tpn and lipids as they consider them high risk. While they can look at the set up (drug amount, diluent volume, and weight) and assure it is set up properly, the clinicians are unable to see the original rate. It was also stated by the customer that in the directions for use, pcu shows the rate with 2 decimal places and their device is not functioning that way. There was no patient harm reported in this event.